Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming/vibrating for high or low blood glucose alerts. The device also alarmed multiple hardware low level failures during self-test. The customer had a blood glucose level of 600 mg/dl one day prior to the call and the customer treated with the pump. The customer previously called in on (B)(6) 2019 due to audio issues and their blood glucose was 60 mg/dl during that time. Details regarding symptoms of their high/low blood glucose levels were not provided. Troubleshooting was declined by the customer for their blood glucose levels. It is unknown whether auto mode was used at the time of the incident. The customer was most likely using sensors at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device received with same audio tone when switching from volume 5 to volume 1, hardware low-level failures was present in the device trace download and hardware low-level failures alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No cannot find sensor signal messages noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.